Event description:
Rn of home patient (hp) reports leak in cassette of homechoice set, noted after receiving "check supply line" alarm during automated peritoneal dialysis treatment. Per rn, hp ended treatment at time of alarm. No hp injury or medical intervention required per rn.